Event description:
It was reported in a journal article titled "influence of clinical radiological variables on the extent and distribution of periprosthetic osteolysis in total hip arthroplasty with hydroxyapatite-coated multiple-hole acetabular component: a magnetic resonance" that based on a sample of 75 consecutive cases of longterm evolution thas implanted in a single hospital between 1992 and 1999, 52 patients, 29 men and 23 women, were implanted bihapro hips with either hexloc or ringloc liners. Although no revision procedure data was presented, 56 cases showed osteolytic lesions with an association between the polyethylene wear rate and the magnitude of osteolysis. A statistically significant relationship was also found between the magnitude of osteolysis and years of evolution, strolling, physical activity and acetabular abduction, as well as an inverse relation with age at the time of initial surgery.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. No conclusion can be made as to the cause of the events. The sections could not be completed as the information involves multiple revisions/patients and/or is unknown: dates of events; expiration dates; dates implanted ; dates explanted; initial reporter; manufacture dates.